Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display screen and pieces on the reservoir ring was broken off. Customer stated reservoir was able to lock in place when inserted into insulin pump. Customer stated insulin pump had problem with esc button and the display screen was foggy and screen was hard to read. Customer stated time clock was advanced by one minute. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected missing segments or partial display anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.